Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. During the ablation phase of the procedure, the temperature cutoff was reached, and ablation ceased. The catheter was removed from the patient¿s body, and coagulum was found on the tip. Flushing was conducted, both low flow and high flow, and eventually flow returned to normal. The procedure was completed with the same catheter. No patient consequences were reported. The generator was being used in power control mode. The temperature/impedance/power values at the time of the event are unknown. Anticoagulants were in use, but specific information is unavailable. It is not known if the physician considered the coagulum to be excessive, but it was noted that the physician did not assess any additional risk to the patient as a result of its formation. The patient did not experience any neurological symptoms post-procedure. The irrigation issue is not reportable. It is highly detectable by the physician, and the potential that it could cause or contribute to an adverse event is remote. The presence of coagulum, however, is reportable. Coagulum exhibits poor adherence to catheters, making it a potential source of embolism.